Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, 90% stenosis in the left anterior descending artery. The nc trek 2.5 x 12 mm balloon catheter was used for pre-dilatation of the lesion. The balloon was advanced to the lesion without problems but the pressure indication did not go past 14 atmospheres when inflated for the first time. The balloon catheter was removed from the anatomy and a pinhole rupture was confirmed. The balloon catheter was not used again and a new balloon catheter was used. The balloon was soaked in saline prior to use, the air was pulled outside of the anatomy prior to use, there was no resistance during advancement, no resistance during sheath removal and no resistance during removal of the balloon catheter upon removal from the anatomy. There were no adverse patient effects reported and no clinically significant delay in the procedure. No additional information was provided.